Event description:
Since having this device implanted rptr has had restricted motion, pain in lower back, constant itching and aggravation. Rptr finds it very hard to remain in a sitting or standing position without severe pain, his lower back seems to also be swollen or inflamed due to this device at all times.